Manufacturer narrative:
Zoll med corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
During training by a zoll med sales rep, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.